Manufacturer narrative:
(B)(4). (B)(6). The device was serviced by a service technician. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During visual inspection the damaged power cord was identified. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have a damaged power cord. This occurred prior to use, so there was no patient involvement. No additional information is available.